Manufacturer narrative:
Additional information was received that following the recent procedure the patients lead had several contacts coming in and out and it was revealed through xray that the lead was fractured. The patient underwent revision procedure wherein the lead was replaced.

Event description:
A report was received that the patients lead had come out of the epidural space. The patient underwent a revision procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients lead had come out of the epidural space. The patient underwent a revision procedure.

Event description:
A report was received that the patient underwent a revision procedure after which it was revealed through xray that the lead was fractured and the contacts were coming in and out.